Manufacturer narrative:
No motor error alarm or excessive no delivery alarm noted during testing. The pump was received with normal operating currents and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump and her blood glucose has been between 500-600 mg/dl for the last two days. Customer stated that when she changed the infusion set, she got a motor error alarm. Customer's blood glucose was 597 mg/dl and she still had active insulin. Customer stated she has been unable to bring down her blood glucose. Customer has been injecting. Customer stated there was no kink in the infusion set when it was removed. Customer is completely disconnected from the pump. Customer only had one motor error alarm within the last 30 days. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.